Event description:
The valve leaked when tested prior to implant.

Manufacturer narrative:
The valve was patent and met specs for preimplantation and 0 cm hydrostatic pressure pressure/flow testing. The valve did not pass leakage, siphon and reflux tetsing and did not meet specs for -50 cm hydrostatic pressure pressure/flow tetsing due to damage to the top membrane of the delta chamber. It is unclear how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.